Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer did not know if blood glucose (bg) level was impacted as the customer's bgs have been running 20-30 points higher than normal range (70-140 mg/dl) due to stress outside of the pump. During the call with tandem's technical support, the customer was able to load a new cartridge successfully.